Event description:
The handle is no longer possible to attach to the rasp, the connection is very fiddly. Event did not occur during surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices was unable to confirm the reported event. Functional testing with a depuy retained broach found the mating component assembled/disassembled as intended and held the broach firmly. A complaint database search on the provided product code identified similar reports which were attributed to product wear out and or misuse through mis-alignment. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.